Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01599, 3007042319-2015-01600 and 3007042319-2015-01601) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed external visual inspection and functional testing. The reported event was confirmed via log files. During the controller logs file review, a critical battery1 alarm occurred near to the event date involving (B)(4). Additionally, the log files revealed a vad stop alarm and occurrences of non-consecutive premature switching events in the days surrounding the event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01599, 3007042319-2015-01600 and 3007042319-2015-01601) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the staff that the battery switching with alarms "battery critical." Log files have been downloaded and sent to manufacturer for analysis. The analysis noted 1 critical battery alarm on (B)(6) 2015. There was no effect on the patient and was doing fine the whole time. No further information available at this time. Investigation is still in progress. This is report 1 of 3.